Manufacturer narrative:
Product code: dqx. This MDR is being filed after the associated complaint was reviewed under remediation protocol (B)(4), complaint/MDR retrospective review and remediation and reassessed as reportable. Additional complaint investigation and record remediation was not performed. Blank fields on this form indicate the information is unknown or unavailable.

Event description:
It was reported that the amplatz extra-stiff heparin coated support wire guide was elongated upon removal from the package. It did not make patient contact, and the procedure was completed with another device. There were no injuries or additional procedures reported.